Event description:
Revision due to glenosphere disengagement with the baseplate. Broken central screw, with evidence of cross-threading.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result of assembling the glenosphere off-axis and mal-rotated and cross-threading the screw, which allowed for the screw to break and the glenosphere to disengage.